Event description:
The reporter stated that the device did not correlate to the lab. The device result reported was 6.6 inr. The lab result reported was 4.0 inr. The device was replaced and requested to be returned for evaluation.